Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested: were the jaws difficult to open and close? Did the jaws not open (jaws were stuck closed)? If yes, were the jaws stuck on tissue when they would not open? How was the device removed from the tissue? Was there any change to the patient¿s post-op care as a result of this issue?

Event description:
It was reported that during a laparoscopic ovarian cystectomy procedure, the jaws were not working properly, they opened sometimes and then would become stuck shut. Procedure completed with same/like device. There was no adverse consequence to the patient..

Manufacturer narrative:
(B)(4). Additional information received: were the jaws difficult to open and close? Yes they were. Did the jaws not open (jaws were stuck closed)? The jaws were stuck closed. If yes, were the jaws stuck on tissue when they would not open? No, the jaws did not get stuck on tissue. How was the device removed from the tissue? N/a. Was there any change to the patient¿s post-op care as a result of this issue? No change to the patient the device was received in good physical condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.